Manufacturer narrative:
Although the device was not returned, the root cause for this complaint is "user/use error". The warnings/precautions and adverse events sections of the hta system users manual state that thermal injuries are a potential adverse event associated with the use of hta.

Manufacturer narrative:
The complainant has indicated that the product has been disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If any additional relevant information is received, a supplemental medwatch will be filed.

Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, post procedure, a 1 inch by 3 inch burn was noted on the left thigh of the patient. The burn was categorized as "1st degree". Clinical follow up information revealed that there was no leaking at the cervix. There were no further patient complications reported with this event and the patient's condition is reported to be "fine". An additional attempt has been made to obtain follow up event details with no response from the clinician.

Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, post procedure, a 1 inch by 3 inch burn was noted on the left thigh of the patient. The burn was categorized as "1st degree". Clinical follow up information revealed that there was no leaking at the cervix. There were no further patient complications reported with this event and the patient's condition is reported to be "fine". An additional attempt has been made to obtain follow up event details with no response from the clinician.